Event description:
It was reported the flushing pump was not working properly. The issue occurred in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history record-DHR review was conducted, and no issues were identified. Based on the results of the investigation, the performance of a consumable deteriorated as the number of usages increase. The most probable cause of the complaint is a component failure. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump was not working properly. The issue occurred in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.